Event description:
It was reported that 23 days after xact stent implantation in the right internal carotid artery, the patient was hospitalized with left sided facial drooping, increased left sided weakness, and numbness and dysphagia, diagnosed as a transient ischemic attack. A magnetic resonance imaging (MRI) study and computed tomography (CT) of the brain showed no acute infarct. There was no reported thrombus on echocardiogram. The patient's baseline nihss=5 with neurological deficits from a prior stroke. The patient was treated with thick liquids for dysphagia and physiotherapy. There has been some improvement, but the patient did not return to baseline by discharge. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of transient ischemic attack, weakness, numbness and neurological deficit/dysfunction are listed in the xact stent system instructions for use as potential adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.